Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient mentioned they had been having issues with their spinal cord stimulator for about the past about 3 months. Patient said the implanted neurostimulator would not hold a charge as long as it used to - pt said they were charging their ins and then had to charge the controller right away and then would have to charge their ins again. Charge on ins lasting less than 1 day. Patient met with representative last thursday for reprogramming and pt stated the rep could not reprogram them because ins was not charged. Pt said their stimulator and controller had been holding a charge better after meeting with rep. Pt also stated the morning, they went to meet with rep their controller was blank/unresponsive even though they had been charging the controller all night. During the call, patient inspected the recharger antenna cord, plug, and the controller port, but no damage was detected. Patient reset the controller and initiated a charging session of their implanted device with a recharge quality of excellent. Implanted neurostimulators charge was 30% and controller charge was 90 %. Technical services suggested pt follow up with hcp and see rep for reprogramming.